Manufacturer narrative:
A1 to a5 patient information was not provided. H11 livanova deutschland manufactures the electronic gas blender, the issue occurred in turkey. Reportedly, even if changing the cable, reported problem persisted, therefore the device shall be repaired at manufacturing site. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the electronic gas blender was not working properly and displayed error code 1000. The issue occurred during installation. There is no patient involvement.